Event description:
A 5 french single lumen central venous catheter was placed in a child. After seven days the catheter was exchanged. Within approximately eighteen hours, a perforation occurred filling the lungs with tpn. The pt expired.